Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant and mental physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, and has undergone corrective surgery.